Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed that the accepted device met all manufacturing specifications. A labeling review was performed; there is no indication that the device was not used in accordance with the labelling. A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular" and "gel migration" were defined in the risk documentation. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the cause that contributed to the reported event unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 03/01/2026, was chosen as the best estimate based on date that the manufacturer became aware 03/02/2026. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the spaceoar placement procedure, the hydrogel migrated to the urethra, a catheter was placed to clear the urethra. The physician placed a second device without any complications. No patient complications were reported as result of this event.